Event description:
The clinic reported that a laser vision correction patient presented with diffuse lamellar keratitis in her right eye one day post treatment. The topical steroid dosage was increased. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient complained of being extremely light sensitive in the right eye and of foreign body sensation.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.